Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) , product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4), this regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient's charging controller, battery in the controller, cord, and charging paddle were overheating and would not charge the ins. The patient was having a difficult time not having the ins on. The patient requested a response as soon as possible. The patient was asked in a follow-up email to call patient services. No symptoms or further complications were reported. Additional information was received from the consumer. It was reported that the patient had not been able to charge the ins for 3-4 days because the recharger (rtm) cord/controller and lithium battery were all getting hot. The rtm cord was so hot that the coating on the cord was sticky from "almost melting". The patient reported that if they tried to charge the ins, the equipment would get hot. The patient would remove the battery and let the equipment cool down and then they would try to charge again. The patient was sent a replacement rtm. No symptoms or further complications were reported.